Event description:
It was reported (B)(6) the patient experienced discomfort at the lead site. To address the issue, the physician explanted and replaced the patient¿s lead.

Event description:
Follow up information identified the patient¿s discomfort at the lead site resolved following the lead replacement.